Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. It was noted the lead was returned with the helix fully retracted and tissue visible inside helix. The analyst removed tissue with alcohol and the helix extended/retracted within specification, but was bent, which caused it to jump out and not work smoothly. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix would jump out of the lead, despite repeated rotations of the helix. It was also noted the rv lead would not "push forward" into the introducer. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.